Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported bleeding from the extension tube of the port needle. No needle stick incident occurred upon removal.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed but the root cause could not be determined. One photograph of a 20g powerloc infusion set was returned for evaluation. Inspection of the photograph found that a large amount of biological residue was present where the needle and the needle hub meet. The quantity of residue and location of the residue suggested that a leak had occurred; however, no damage or abnormalities were visible on the device components. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.